Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the issue was resolved, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, showed error for few medications and failed to cross over. Customer reported that medstations are displaying errors for certain medications, with incomplete medication crossover, limited drugs available for dispensing, suspected meditech-bd pyxis server interface issue, and inability to override the last medication. However, there were no delay to patient care and adverse events or injuries reported based on this incident.